Event description:
It was reported that versacross access solution selected for use. During preparation, rf wire was noted to be frayed when opened the package. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
Correction to the initial MDR in block(s) device codes (f6 and h11), in sections f - user facility / importer report information - h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross access solution selected for use. During preparation, rf wire was noted to be frayed when opened the package. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return for analysis as disposed.